Event description:
A non reactive advia centaur xp hcv result was obtained by the customer on a pre operative patient sample and considered discordant when compared to the patient's (B)(6) test history on other hcv test methods. A new sample was drawn at another healthcare facility where the patient was scheduled for surgery and the hcv was (B)(6) on another hcv test method. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
The cause for the discordant non reactive result when compared to other customer hcv test methods is unknown. The customer provided a patient sample for additional in-house investigation. The discordant sample was tested on multiple advia centaur reagent lots, and various other hcv test methods. The in-house advia centaur hcv results on multiple lots were all non reactive. The results from riba hcv and hcv rna testing were non reactive and the result from another hcv test method was reactive. No conclusion can be drawn. Advia centaur hcv in-house results lot #225 - non reactive; lot # 226 - non reactive; lot # 228 - non reactive; lot # 230 - non reactive. Riba hcv test method - non reactive. Hcv rna test method - below detection. Other manufacturer hcv test method - (B)(6).